Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted (B)(6) 2004; 694765 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead impedance and threshold simultaneously began trending upward and now triggered an alert for out of range high impedance measurements. The patient has had radiation therapy. Additional information from the clinic disclosed that the alert limit was increased to avoid further alerts. The lv lead remains in use. It was also reported that the right atrial (ra) lead was observed with noise when the patient was doing arm movements. The ra lead remains in use. No patient complications have been reported as a result of this event.